Event description:
It was reported that during use on a patient the pa and md were concerned that the pressures they are seeing on the cardiosave intra-aortic balloon pump (iabp) are not close to each other. The end users are finding a 50 point difference at times between fiberoptic and other forms of aortic pressure. Even when looking at the augmented pressure this doesn't correlate. The end users are committed to testing to see if switching from the fiberoptic ap to the inner lumen aortic pressure will show a difference. The end user stated that the patients pressure on the iabp was at 60/40; however the monitor showed 115/80. Augmentation on the iabp was at 85. Patient was in good condition and not in a state that would reflect a pressure of 60/40. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic module to fix the issue. The stm then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient the pa and md were concerned that the pressures they are seeing on the cardiosave intra-aortic balloon pump (iabp) are not close to each other. The end users are finding a 50 point difference at times between fiberoptic and other forms of aortic pressure. Even when looking at the augmented pressure this doesn't correlate. The end users are committed to testing to see if switching from the fiberoptic ap to the inner lumen aortic pressure will show a difference. The end user stated that the patients pressure on the iabp was at 60/40; however the monitor showed 115/80. Augmentation on the iabp was at 85. Patient was in good condition and not in a state that would reflect a pressure of 60/40. No patient harm or adverse event was reported.

Event description:
It was reported that during use on a patient the pa and md were concerned that the pressures they are seeing on the cardiosave intra-aortic balloon pump (iabp) are not close to each other. The end users are finding a 50 point difference at times between fiberoptic and other forms of aortic pressure. Even when looking at the augmented pressure this doesn't correlate. The end users are committed to testing to see if switching from the fiberoptic ap to the inner lumen aortic pressure will show a difference. The end user stated that the patients pressure on the iabp was at 60/40; however the monitor showed 115/80. Augmentation on the iabp was at 85. Patient was in good condition and not in a state that would reflect a pressure of 60/40. No patient harm or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.